Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Also, the dentist has selected an implant design which was not recommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that 4 months after the dental implant was installed in intraoral region 20#, its non-osseointegration was observed. Moreover, the patient presented bone type iii and immediate implant procedure was performed.